Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump was programmed to deliver 0.95ml of hydrocortisone over 30 minutes but delivered only 0.3ml. The event occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.